Event description:
Alleged issue: the hospital (traumatology surgery) reported that the staplers do not close the staples properly. The staple are rejected opening from the stapler. No pt injury reported.

Manufacturer narrative:
Device sample received by manufacturer, but investigation is still underway at time of this report.